Event description:
This report is based on information provided by remote service engineer rse, a service engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the v4 lead does not show up. There was no reported harm or injury.